Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: during an operational check the hospital technician noted that only a maximum of 10hpa could be reached. This malfunction is reproducible. No patient involvement. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is still ongoing.